Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited a high impedance of 3695 ohms in the bipolar configuration.